Manufacturer narrative:
Follow-up #1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: evaluation revealed that the keypad is intact. The contrast button was intermittently unresponsive and the up, down and ok buttons responded appropriately. There was contamination found under the up, down and contrast contacts. The audible sound was unresponsive. The piezo solder was cracked. The keypad was found to be worn.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow button/key pad on the subject pump was intermittently unresponsive. The issue was detected a few weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.